Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced postprandial hyperglycemia while on day two of ilet therapy, with a reported peak blood glucose of 202 mg/dl and duration above 180 mg/dl for approximately 2¿3 hours; no device alerts for severe hyperglycemia occurred, and troubleshooting and education were provided regarding data sync and expected adaptation during initial use. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for back-up therapy, no medical intervention, and no assistance from others. Investigation included technical support review and user education. Investigation of this case revealed normal device insulin delivery and no device malfunction detected. It was concluded that the event was consistent with early adaptation of automated insulin delivery with cause of hyperglycemia unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.